Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator that patient presented to their follow-up clinic visit with their white power cable connector cracked. A green substance/fluid was also noted to be expelled from both power cords. The patient's controller was exchanged without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a damaged locking nut and fluid ingress were confirmed via visual analysis. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately 6 days ((B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2020 per timestamp). Events occurring on (B)(6) 2020 are from testing at abbott. There were no atypical alarms the log file. Pump operation was not affected. During product testing damage to the white power cable locking nut was confirmed; however, the white power cable was able to make a secure connection despite this damage. There was also fluid ingress observed around the strain reliefs of the power cables. The system controller failed two steps of functional testing due to high cable resistances; however, this did not affect controller function and the high resistance was determined to be from fluid ingress in the controller cables. The system controller passed all other testing and was able to operate on a mock loop without issue. The root causes of the reported events were unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 entitled equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ "caring for the equipment" describe how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.